Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 368 (mg/dl). Customer administered a correction bolus and injection to stabilize bg level. Reportedly, customer filled cartridge with insulin from a pen. System check with tandem technical support indicated that the pump was performing as intended. Recommendation was made to fill cartridge with insulin from a vial and contact health care provider to discuss pump settings and infusion set options.